Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during basal while she was asleep. She didn't know her blood glucose level at the time the alarm occurred. Troubleshooting was performed. The device had alarmed motor position encoder error. She was advised to discontinue use of the device, revert to her back up plan, and the device need to be replaced. She agreed to return the device for further analysis. The device had also alarmed off no power and never received a low battery prior.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no low battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window.